Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found debris inside the sterile packaging which is consistent with the appearance of porous coating. The sterile pouch has lost its vacuum seal. The sterile pouch is scuffed. Biological debris from surgery was on pouch, which is not considered a failure. The sterility, or breach thereof, cannot be determined as the blister was not returned for evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. As part a project, the sterile packaging configuration is moving to a double blister configuration (polaris configuration). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging wasn't vacuum sealed, packaging was cracked where folded. Attempts have been made and additional information on the reported event is unavailable at this time.